Event description:
A pt with decreased level of consciousness, bradycardia, & complete heart block was being treated. The user stated that "after initially capturing and successfully pacing a pt with bradycardia, the pacemaker ceased to deliver a pacing current-no pacer spikes noted-. Three advanced life support staff, familiar with the pacer were unable to troubleshoot the problem. The pt was replaced with another mrl several minutes later using the same cables, patches, and settings. Enroute to the hosp, the pt went into cardiac arrest and later expired." This particular piece of equipment was serviced by mrl on 1/4/00. Problems were noted with the pacer unit and parts were replaced. The event is noted occurring more frequently or with greater severity than is usual for the device.